Manufacturer narrative:
The reported event of unacceptable threshold was confirmed. A complete lead was returned for analysis in two pieces. Visual inspection found two external insulation abrasions breaching the lead insulation and exposing the inner coil both distal to the suture tie impression. The cause of the reported event of unacceptable threshold was due to the exposure of the inner coil at the abrasion zone consistent with friction to another device or feature of the heart. The reported event of high pacing lead impedance was not confirmed. Unable to perform impedance test due to the condition of the lead, as received. Electrical texting and x-ray examination were normal with no anomalies.

Manufacturer narrative:
G3: the correct date if 07 jun 2023, and not 05 jun 2023.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited high capture threshold and high pacing impedance. The lv lead was explanted. The patient was in stable condition.